Event description:
A plate and screws were implanted following a prior failed corrective osteotomy with prior plate failure 7 months prior-operative due to non-union. Procedure to take down nonunion osteotomy site, implant subject plate, screws and allomaxtrix bone putty. The synthes plate and unknown number of screws also noted as broken approximately 7 months post-implant. X-ray in 2005 shows persistent lucency at fracture line, broken plate and screw, proximal fibular fracture, mild degenerative change at patellofemoral articualtion, moderate degenerative change in medial compartment of the knee and at the tibiotalar joint. Broken hardware was removed.